Event description:
Affiliate reported that the eds was inserted on (B) (6) 2010, and became disconnected on (B) (6) 2010. The device was used with the bactiseal, product code (B) (4). Affiliate also explained that the ventricular tubing disconnected from the external drainage collection system distal to 1st stop cock where the tubing connects proximal to the first access port. Ventricular catheter was clamped, and then reconnected to the new drainage collection system. The affiliate reported that only system was replaced and not the catheter. Affiliate also reported some csf leakage was noted from the ventricular catheter outside of the patient until the catheter was clamped. The patient is said to be in stable condition.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.